Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR service ctr, a "ventilator inoperative" condition occurred. The device's blower motor was replaced to address the issue.